Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the healthcare provider (hcp) called stating they were unsure of which application to use on the mobile tablet programmer, stating a different department also use the mobile tablet and may had used the mobile programmer application instead ofremote monitoring mobile application and that was why the mobile programmer applicative gave the unexpected error message. Technical support was provided, confirmed with hcp that their typical workflow included device checks and receiving faxed reports. Advised hcp to use the remote monitoring mobile application. Provided remote monitoring mobile application tip card to hcp via email. Advised hcp to consult their local representative to confirm if they need the mobile programmer application on the mobile tablet or not. Nopatient complications have been reported as a result of this event.